Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 15 atms on the initial inflation. The lesion being treated was a 100% stenotic lesion in the mid lad. A 8p machi guide catheter, a conquest guide wire, and an encore26 inflation device were also used in the procedure. The procedure was completed with this device. No pt injuries or complications were reported. Pt status is listed as "fine".